Manufacturer narrative:
The report from the (B)(6) study indicated that just after an enterprise vrd assisted coil embolization of an internal carotid artery aneurysm the patient had double vision which improved. Follow-up MRI done approximately two months later demonstrated occlusion of the internal carotid artery with angiography approximately three weeks later showing an occlusion in the aneurysm neck area. The patient was asymptomatic and is in stable condition with no treatment required. There were no indications of any conditions causing hypercoagulable state or any issues with any of the devices during the procedure contributing to the event. With follow-up investigation it was reported that there is no information available regarding antiplatelet therapy regimen pre, intra, or post procedure; responsiveness to antiplatelet therapy; size of the vessel in which the enterprise was implanted, or aneurysm characteristics. Additionally it was reported that no procedural/diagnostic images are available. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425067. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system and the procedure it is used in as outlined in the instructions for use. It is possible that patient, procedural, and/or pharmacological factors may have contributed; however, based on the lack of clinical information, no conclusion can be made regarding the reported event or possible contributing factors. With review of the limited available information and the device history records, there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Products utilized during the index procedure consisted of a prowler select plus microcatheter (mc), sl10 mc, chikai guidewire, road master 7 french guiding catheter, presidio 18 coil, infinity coil, cashmere coil, and delta paq coils (total 17). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Note: cordis lot # 01425067 is lake region lot #01425067. Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425067. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on july 30, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
The report from the (B)(6). (B)(4) indicated that the procedure was coil embolization assisted with the enterprise vrd (enc453712) for aneurysm in the (ic) internal carotid cavernous, and approximately two months after the index procedure, an MRI for follow-up showed occlusion of ic was observed. Angiogram performed approximately three months after the index procedure, showed occlusion in the aneurysm neck. There were no symptoms during the event, however after the procedure, the patient developed double vision that improved. The patient is in stable condition. No treatment was needed for the double vision or the occlusion. During the index procedure, no thrombus or occlusion was observed. During the index procedure, the enterprise stent was fully expanded and appose to the vessel wall after initial placement, and after placement, the enterprise stent continue to be fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state or issued during the procedure with any of the devices that may have contributed to the event. A cd copy of the procedure is not available. No further information was available.